Event description:
Surgeon reports performing a lens exchange due to the patient's complaints of glare, halos, decreased night vision and discomfort following initial implant surgery. The patient's visual acuity one month following the exchange is 20/22 ou with glasses required for reading. The patient is happy with the outcome.